Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, d9, h2, h4, h6, h11. Below are the olympus 3rd party hmi results dated on (B)(6) 2024: results conform with the target specification of less than <5 cfu/endoscope. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: bacillacea/ staphylococcus hominis. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for greater than (B)(4) colony forming units (cfus) of unidentified microbes on (B)(6) 2024, (B)(4) cfus of unidentified microbes on (B)(6) 2024, and greater than 25 cfus of pseudomonas aeruginosa on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.